Manufacturer narrative:
Hillrom has visited the account asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed was moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).